Manufacturer narrative:
Updated quality-safety evaluation of ptc was received on 15-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: lot number: 627747 manufacturing date: 2008/07 expiration date: 2010/07. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Company causality comment: this spontaneous case refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Initially, the scan and x-ray showed a coil in abdomen (interpreted as device dislocation), but according to follow-up information, a complete perforation of right tube occurred. It was also reported that right essure migrated, specified as adhesed. A total laparoscopic hysterectomy with bilateral salpingectomy and right oophonectomy was performed and partial removal of the retained essure implant/foreign body (seen as device breakage). The finding was reported as essure implant embedded in the mesentery of the lrg (interpreted as large) bowel near rlq. The reported events are listed in the reference safety information for essure. In this case, the exact date and mechanism of fallopian tube perforation and consequently device embedded and device breakage were not known. It was not clear whether removal procedure was due to the retained essure or whether essure was removed and broke during the procedure. However, considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was performed. According to updated technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts no further information was obtained.

Event description:
This is a spontaneous case report received from a other in united states on 15-may-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) and experienced scan, x ray showed a coil in abdomen and right quadrant pain. No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. On (B)(6) 2008 the patient had essure (fallopian tube occlusion insert) inserted, lot number 627747 (expiration date jul-2010) at for permanent contraception. On (B)(6) 2014 the patient experienced right quadrant pain. Scan, radiography showed a coil in abdomen. Hysterosalpingogram done this week found both tubes occluded and no device in place on right side. Reporter causality: the relationship between the events and essure is not reported. Follow-up received on 05-feb-2016: no new information was received. Follow-up received on 02-mar-2016: the health care provider letter and the uterine/tubal perforation with essure questionnaire returned as undeliverable. Follow-up information received on 08-mar-2016: no new clinical information. Follow-up received on 22-apr-2016 no response was obtained after follow-up attempts. Case closed. A safety-quality evaluation was received on 29-may-2016. (B)(4). Lot: 627747 manufacture date: jul-2008 expiration date: jul-2010. In this case no product was returned for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 22-jun-2016 from physician, answering a questionnaire of uterine/tubal perforation with essure. The patient's date of birth was updated. The patient's historical condition included gravida 1 and spontaneous abortion. There was no previous gynaecological intervention performed (none known). There was no relevant history or concurrent conditions reported. Essure was inserted post spontaneous abortion. Prior to essure insertion, no abnormal findings was observed. During insertion, cervical dilatation and general anaesthesia were performed. The insertion and the visualization of tubal os were easy, and there was no complaint immediately after insertion reported. The patient experienced rlq (right lower quadrant) pain, dysmenorrhea with menometrorrhagia, fibroids, and missing foreign body in right mid-quadrant, consistent an essure tubal implant that is out of position. It was also reported that right essure migrated, specified as adhered. The patient experienced complete perforation of essure in right tube and the position found was abdominal; it was reported that there was no organ or intra-abdominal structure perforated. The perforation was identified during at routine check-up. The perforation did not occur during sounding, cervical dilation, or hysteroscopy prior to essure insertion (no essure insertion was attempted). The perforation did not occur before deployment or with coil after deployment. On (B)(6) 2014, essure was removed. Removal method: total laparoscopic hysterectomy with bilateral salpingectomy and right oophonectomy. Partial removal of the retained essure implant/foreign body. The finding was reported as essure implant embedded in the mesentery of the lrg (interpreted as large) bowel near rlq. There was no pathology results, signs of infection or inflammation reported. The outcome was reported as partially recovered. Company causality comment: this spontaneous case refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Initially, the scan and x-ray showed a coil in abdomen (interpreted as device dislocation), but according to follow-up information, a complete perforation of right tube occurred. It was also reported that right essure migrated, specified as adhered. A total laparoscopic hysterectomy with bilateral salpingectomy and right oophonectomy was performed and partial removal of the retained essure implant/foreign body (seen as device breakage). The finding was reported as essure implant embedded in the mesentery of the lrg (interpreted as large) bowel near rlq. The reported events are listed in the reference safety information for essure. In this case, the exact date and mechanism of fallopian tube perforation and consequently device embedded and device breakage were not known. It was not clear whether removal procedure was due to the retained essure or whether essure was removed and broke during the procedure. However, considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was performed. The product technical analysis resulted in an unconfirmed quality defect. Despite follow up attempts no further information was obtained.

Manufacturer narrative:
Follow-up received on 26-sep-2016: the required follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous case refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Initially, the scan and x-ray showed a coil in abdomen (interpreted as device dislocation), but according to follow-up information, a complete perforation of right tube occurred. It was also reported that right essure migrated, specified as adhesed. A total laparoscopic hysterectomy with bilateral salpingectomy and right oophonectomy was performed and partial removal of the retained essure implant/foreign body (seen as device breakage). The finding was reported as essure implant embedded in the mesentery of the lrg (interpreted as large) bowel near rlq. The reported events are listed in the reference safety information for essure. In this case, the exact date and mechanism of fallopian tube perforation and consequently device embedded and device breakage were not known. It was not clear whether removal procedure was due to the retained essure or whether essure was removed and broke during the procedure. However, considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was performed. The product technical analysis resulted in an unconfirmed quality defect. Despite follow up attempts no further information was obtained.